Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as weight, ethnicity or race. No hardware errors or other assay issues were reported in conjunction with this event. All assay and system verifications met specifications at the time of the event. No other patient results were called into question. The customer said that the sample ¿could have been a short sample¿, however, there is no evidence of such statement. A beckman coulter field service engineer (fse) was dispatched to the customer site and performed preventive maintenance. No hardware malfunction was detected. The instrument is working within specifications. No high sample was run prior to the erroneous result being generated; therefore, no carryover was detected. In conclusion, a definitive cause for this event cannot be determined with the available information. The root cause of this event cannot be determined with the available information. There is no evidence of a reagent or system malfunction.

Event description:
On (B)(6) 2021 the customer reported obtaining one non-repeatable erroneously hstni (access high sensitivity troponin I) patient result involving the laboratory's unicel dxi 600 access immunoassay analyzer (part number a30260, serial number (B)(4)). The initial questioned hstni result was at 173 pg/ml, repeated at 6 pg/ml on same analyzer and on another dxi analyzer. A second sample was tested with a hstni result of 5 pg/ml on both customer¿s dxi analyzers. The patient is a (B)(6) year-old-male admitted to the emergency department for a syncope. The customer had a CT (computed tomography) scan after the erroneous hstni result was released. There was no further report of injury or affects to treatment because of the erroneous hstni result. No hardware errors or other assay issues were reported in conjunction with this event. Calibration passed on 1sep2021 with reagent lot 124356 and calibrator lot 923067. System check passed on 6sep2021. Quality control (qc) was passing within the laboratory¿s established ranges. The customer mentioned that their hstni qc may be out of range high +2sd (standard deviation) or +3sd and recovered within range upon repeat. However, data provided does not support this statement. A beckman coulter field service engineer (fse) was dispatched to the customer site and performed preventive maintenance on 9sep2021 instead of 21sep2021 as initially scheduled. No hardware malfunction was detected. The instrument is working within specifications. No high sample was run prior to the erroneous result being generated; therefore, no carryover was detected. Sample tube collection type was a lithium heparin gel tube. The customer reported that the sample was centrifuged for 10 minutes (speed unknown). The customer said that the first sample ¿could have been a short sample¿, however, there is no evidence of such statement. No further sample information was provided.